Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was having alarms in the evening when on wall power. The patient reported no symptoms and that the issue only occurs at night when not on battery. The patient also had an area of breakdown on the patient's power cable. The system controller was to be exchanged there were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms while connected to wall power was not confirmed. The submitted controller event log file contained data spanning 4 days ((B)(6) 2024 ¿ (B)(6) 2024 per the timestamps). No notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. No product was returned for evaluation. It was reported that there was an area of breakdown on the system controller power cables. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the alarms resolved with the controller exchange, if any additional troubleshooting was performed, and if the exchanged system controller would be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take when the alarms occur. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU)section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.